Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Ntw (lot: 40904r1028) was chosen for implantation. When inside the left atrium, one of the grippers failed to lower. Troubleshooting was performed but was unsuccessful. The device was removed and a replacement was used to complete the procedure successfully. Outside of the patient, the gripper issue remained. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue ¿ single was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.